Manufacturer narrative:
The upn (B)(4) provided by the customer does not provide a match in the system search. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed of and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2021 to treat vaginal prolapse. During the procedure, the dart detached from the suture inside the patient and was not retrieved. The procedure was completed with a different device. There were no patient complications as a result of the event.